Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became 0perational. Force gauge test passed. Touch screen calibration test passed.voltage verification check passed. Functional display test passed. Pressure vacuum check passed. System air leak test passed. Door switch test passed. Teach pump test passed. Pre-ast 15mins 1000ml simulated treatment passed. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler screen was blank during power up. The patient rebooted cycler and screen remained blank. Technical services replaced cycler due to blank screen. The patient will perform manual treatment in the absence of a cycler. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. There was no patient harm or adverse event, and no medical intervention was required. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.